Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device evaluated and no anomalies found in the operation of the external pulse generator (epg). (B)(4) patient cable was analyzed and fracture was confirmed. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that pacing failure was found when the external pulse generator (epg) was used on a patient. The device was replaced with another epg. It was also reported the patient cable was returned due to fracture. No patient complications were reported as a result of this event.